Event description:
A customer reported that the vitrectomy probe would not cut during the surgery. The problem was resolved after replacing the product with another one. No pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).